Event description:
It was reported that a 2 ml patient control module (pcm) leaked. This occurred during patient infusion of an unknown drug, while the device was connected to a japanese basal/bolus infusor (baxter product). The exact location of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient/event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One used patient control module (pcm) was received for evaluation. The pcm was visually inspected for any signs of physical abnormality that could have caused the reported condition, but none were found. A functional leak test was subsequently performed by filling the pcm unit with green colored water. After fill, leakage was observed at the edge of the pcm's reservoir located inside the pcm's housing. The reported leak condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) - the lot 13g026 was manufactured july 18, 2013 - july 26, 2013, h6a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition was due to operator error during the manufacturing process. The "pillow" was removed from the welding fixture with too much force during assembly. To address this issue a quality alert and awareness training were issued to the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.